Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce a reported issue. However, the fse found fault codes 111 and 112 in the iabp¿s diagnostic error log, the stm reloaded software per fault code 111 and 112. The iabp had passed the 10,000 hour mark, the stm replaced the compressors and mufflers due to hours. The stm then performed all functional, electrical checks and verified calibrations. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient the screen of the cardiosve intra-aortic balloon pump (iabp) shut off. There was no harm or injury to patient and no adverse event was reported.